Event description:
The description of the reported complaint was "during placement of catheter seemed to be false passage created into the rectum." Attempts were made to contact the treating physician; however, the physician was out of the country and did not return until november 9th, 2006. Celsion rec'd the following info from the physician on november 14, 2006: a prolieve treatment was initiated that lasted only 2-3 minutes. Under sterile technique, a prolieve catheter was advanced in the pt's urethra and 5 cc of water was inserted to inflate the anchoring balloon. The treating physician noticed that the length of the catheter outside of the penis seemed too long. The physician conducted a rectal exam and felt the anchoring balloon in the pt"s rectum. The catheter was removed and a cystoscopy was performed. The results showed that a false passage had been created into the rectum. The treating physician placed a foley catheter and admitted the pt to the hosp to have a diverting colostomy. The pt is doing fine and awaiting the take down of the colostomy. No further medical info is available at this time. Celsion will continue to f/u to try to obtain add"l info about the event and the pt's condition.

Manufacturer narrative:
D10: the catheter involved in this event is reportedly being returned, but has not yet been rec'd by celsion. H1: celsion has only been able to obtain limited info about this event other than that reported in the complaint. It is being reported now, because it involved hospitalization of the pt for a diverting colostomy, which was performed to minimize the possibility of his developing an infection, as a result of the false passage into the rectum. H3: the catheter involved in this event is reportedly being returned but has not yet been rec'd by celsion. H6: this code was entered because the instructions state that one is required, however, no conclusions have been reached yet because the eval has not been completed.